Event description:
It was reported on (B)(6) 2015 by the eye care professional (ecp) that the patient, who previously experienced lenses torn during wear, had another incident of a lens tearing during wear the previous week and was not able to remove all the lens fragments from her eye. The patient was experiencing severe pain in her eye and went to a walk-in clinic. The doctor removed the lens fragments and informed the patient that she had a corneal ulcer. The patient ceased contact lens wear and then visited the reporting ecp on (B)(6) 2015, and the ecp confirmed that there was a corneal ulcer, which was beginning to heal and recommended that she not wear those lenses again. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint product was not returned for evaluation at this time. The investigation for this lot is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).